Manufacturer narrative:
One bipolar pacing catheter was received with an attached monoject 1.3cc limited volume syringe. Balloon testing was performed with the returned syringe. Examination revealed that the catheter tip under the balloon appeared slightly kinked. There was no visible damage or defect observed from the balloon, windings, and the returned syringe. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The distal leadwire was found to be broken around the distal electrode. The balloon inflated clearly and concentrically with 1.3 cc air and remained inflated for 5 minutes without leakage. Customer report of pacing issue was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.